Event description:
It was reported that a patient had high impedance. The physician believed that the high impedance was caused by fibrosis based on the age of the lead, but surgery has not occurred to date. Therefore, it cannot be confirmed if fibrosis is the cause of the high impedance. Trauma was not suspected as a cause of the high impedance. No surgical intervention has occurred to date.

Event description:
On (B)(4) 2016 further information was obtained from the physician stating that the neurosurgeon looked at the patient's chest x-ray because radiology had reported a broken lead and he believes that there is a lead fracture. The patient underwent a full replacement on (B)(6) 2016. The explanted devices were received for analysis on (B)(4) 2016. Product analysis is underway but has not been completed to date.

Event description:
Product analysis on the generator was completed and approved on 03/24/2016. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis for the lead was completed and approved on 03/31/2016. Abraded openings were noted on the outer and the inner silicone tubing. A break was identified in both the positive and the negative lead coils. Scanning electron microscopy image of the lead coils show that pitting or electro¿etching conditions have occurred on the positive coil at the 1st portion of the returned lead. Scanning electron microscopy images of the positive coil at the suspected mating end shows appearance suggesting that a stress-induced fracture occurred. Scanning electron microscopy images of coils at the 4th, 6th, and 7th portions of the returned lead show appearance suggesting that a stress-induced fracture has occurred in at least one strand of the quadfilar coils. Abrasions were noted on the outer silicone tubing at multiple locations. The outer silicone tubing appears to have been compressed at multiple locations. The outer silicone tubing has what appear to be internal abrasions at multiple locations. The inner silicone tubing has what a partial cut at the abraded opening. Abrasions were noted on the inner tubing. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. Incisions in the silicone tubing of the lead were necessary to perform proper inspection of the lead coils.